Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight and ethnicity was not provided for reporting. (B)(4), lot number: ni; exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00069 (band-aid 01) and 8041154-2019-00070 (band-aid 02). The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer underwent a treatment to remove tag moles. After applying two j&j band aid brand cushion care sports strips, consumer reported his arm turned red pinkish color and itchy. Consumer consulted dermatologist and was prescribed antibacterial cream for treatment. Consumer reported his symptoms have been improving but skin was still pink and itchy. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2019-00069 (band-aid 01) and 8041154-2019-00070 (band-aid 02). The same patient is represented in each medwatch.